Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device alarmed with a s321 malfunction alarm code. This is due to a broken mr2 motor encoder. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted. No additional information was provided.